Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2012, the patient experienced another episode of chest pain and was hospitalized. Nitroglycerin patch, effient and aspirin were administered. On (B)(6) 2012, repeat EKG and serial cardiac enzymes were performed. The EKG revealed normal sinus rhythm with right bundle branch block and no ischemic ECG changes; however, a stress test performed the same day revealed mild to moderate ischemia. On (B)(6) 2012, while waiting for several days for resolution of the effient, the patient reportedly experienced an ischemic stroke with symptoms of right facial numbness and right arm and right leg weakness. MRI of her brain dated (B)(6) 2012, demonstrated three small foci of acute non hemorrhagic ischemia involving the bilateral occipital lobes and left centrum semiovale consistent from embolic phenomena, on (B)(6) 2012, the subject underwent an urgent coronary artery bypass graft (CABG) with placement of a right saphenous vein graft (svg) distally to the obtuse marginal (om) which had a 99% in-stent restenosis in the 2.5 x 15 mm promus stent, an svg to the proximal and distal portion of the left circumflex which had 40% in-stent restenosis in the 3.0 x 15 mm promus stent and 50% in-stent restenosis in a 2.75 x 28 mm non-abbott stent and a right svg distally to the right pda which had a 2.50 x 15 mm promus. The proximal rca had 40% stenosis and the mid rca had 30% stenosis. On (B)(6) 2012, the event resolved without residual effects and the subject was discharged on (B)(6) 2012. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all relevant information. The two other devices referenced being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patients effect of angina, cerebrovascular accident (stroke), embolism, ischemia and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the subject was randomized into the (B)(4) on (B)(6) 2009 for unstable angina and referred for cardiac catheterization. A prowater guide wire was advanced to the posterior descending artery (pda) to treat a non-target lesion; however, it failed to cross and was withdrawn without further issue. An extra support whisper guide wire was placed and the lesion was treated with balloon angioplasty and placement of a 2.50 x 15 mm promus rx non-study stent. It was deployed at 14 atmospheres and a total duration of 30 seconds. The proximal portion of the stent was post dilated with a voyager nc 3.8x8 at 22 atms for a total duration of 30 seconds. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. The patient experienced multiple episodes of chest pain and unstable angina from (B)(6) 2010 through (B)(6) 2012.